Event description:
The customer reported that the iabp was alarming in 7w. Assessment of balloon indicated rupture. The iabp was emergently discontinued. Increase in inotropic agents required. Re-initiation of nitric oxide also required. Maquet cs300 and linear 7.5fr iab sequestered and placed in front of 7w56 for inspection. There was a blood back incident reported while in use on a patient. Customer took this unit to his bio med shop and he noticed that blood was present in the safety disk as well as other components. Customer said that he will be performing this repair for this incident. Refer to manufacturing report # 2249723-2015-00018 for the pump portion of this event. Please note this report was previously sent on 04/15/2015 under MFR report # 2249723-2015-00018. However, the MFR report # (the number only ) is a duplicate of the pump complaint sent on 04/10/2015. This initial report is being resent with the correct MFR report # 2248146-2015-00028. The corrected MFR report number is 2248146-2015-00028 with internal complaint number (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extension tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and one leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.038cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. Internal complaint number - (B)(4).